Event description:
Caller states during a correlation study, the following coaguchek/lab results were obtained: patient 1, 2.0 inr/1.57 inr. Patient 2, 2.5 inr/1.42 inr. Patient 3, 3.5 inr/2.66 inr. Patient 4, 2.1 inr/1.67 inr. Patient 5, 1.7 inr/1.24 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
No patient info provided.